Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1. Patient identifier: (B)(6).

Event description:
The customer observed falsely depressed architect tsh results for one patient. The following data was provided: architect tsh result 28.55 uiu/ml, repeated clia 42.0 uiu/ml. No impact to patient management was reported.

Event description:
The customer observed falsely depressed architect tsh results for one patient. The following data was provided: architect tsh result 28.55 uiu/ml, repeated clia 42.0 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
Corrected information found in section d4 - catalogue number. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65565ud00. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh assay was identified.